Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was later reported that when the lead had dislodged previously, it also had high threshold and did not capture.

Manufacturer narrative:
Product event summary : the full lead was returned in segments and analyzed with no anomalies found. Visual analysis noted apparent explant damage and the lead was stretched. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted that the lead was later explanted.

Event description:
It was reported that the lead dislodged and the capture thresholds had increased shortly after implant. The lead was capped and replaced. No patient complications have been reported as a result of this event.